Manufacturer narrative:
Per tandem user guide: to activate the ble communication, you need to enter the unique transmitter ID into your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the customer had attempted to connect a g6 transmitter with a g5 pump. The customer reverted to viewing continuous glucose monitor (cgm) data on a mobile app instead of the pump. No additional patient or event information was available.